Event description:
The customer called into technical support (ts) reporting that while the device was being used with s/t; ipap10; epap4; rate12; fio2, 22%, a mask was detached so that phlegm was sucked. At that time, "oxygen device failed" occurred code: 1111. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The unit was run but the reported phenomenon was not duplicated. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. No parts were replaced.

Manufacturer narrative:
(B)(6).